Event description:
After surgery, the screw was backed out because it could not support the plate.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation is limited to the info provided, as the part and lot number required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated.